Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-04559.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, the heart team felt resistance while trying to insert the delivery system in the esheath+. The team stopped moving forward with delivery system and prepared a new valve and system. The new system was prepped with a new valve, which was deployed successfully. Upon removal, it was seen that a strut from the valve penetrated the esheath+, causing the issue. Per pre-decontamination observations, there was a bent strut on the valve, and a liner strand was discovered on the sheath.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, h2, and h3 have been updated. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. The device was returned for evaluation. The returned valve was examined for any abnormalities and one strut was bent outward at the inflow side of the crimped valve and punctured through the strain relief of the sheath. When the valve was expanded, one strut remained bent at the inflow side, the frame was distorted, and the leaflets were wrinkled and dehydrated, due to storage condition (prolonged crimping) during the return handling process. Due to the nature of the event, no applicable functional or dimensional testing was performed. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. While the training manuals specific to this complaint event are not listed in the technical summary, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. The technical summary that applies to this complaint event establishes, through extensive complaint investigations, that events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the valve frame damage was confirmed based on evaluation of the returned device. Available information suggests that procedural factors (high push force) likely contributed to the reported event as it was reported that ''the heart team felt resistance while trying to insert the delivery system in the esheath+.'' The team stopped advancing the valve and delivery system and once removed, ''it was seen that a strut from the valve penetrated the esheath+, causing the issue''. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. In addition, it was reported that a steep insertion angle was not used and a minimum luminal diameter of 7mm was reported, which is sufficient (minimum 5.5mm required) for the 14f esheath+. It is possible that one or more patient factors (access vessel calcification, tortuosity) may have been present during the procedure, however that information was not provided. A product risk assessment (pra) has been created and applies to this event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging procedure, which did occur during this event. A corrective and preventative action (CAPA) was initiated to capture prior high push force investigation and corrective/preventative action. No further escalation is needed at this time.